Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg and occlusion was addressed by changing out the cartridge. No third party assistance was required. Ultimately, the customer reverted to an alternate method of insulin therapy.